Event description:
It was reported that the patient had a resolute integrity stent implanted in the mid cx bifurcation of the 2nd om. It was an extremely difficult vessel to cannulate with a guidewire and a balloon. Subsequently, a non-medtronic guidewire was used with a guide support. Post dilation was performed with the same device up to 9atm for 30 seconds. During a recath procedure approximately 4 months post implant the physician placed a non-medtronic wire and during removal of the wire the stent came out with it. There was no need for additional stenting or surgery. The patient was monitored overnight and there was no evidence of an adverse patient event.

Manufacturer narrative:
Evaluation - related to another drug/device (stent got caught on a non medtronic wire). Related to operational context (stent migration is most likely procedural related). Operational context contributed to event (stent migration is most likely procedural related).

Manufacturer narrative:
(B)(4). Results: (root cause of the event could not be determined). Inherent risk of procedure (stent migration). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for conclusion: inherent risk of procedure ¿ (stent migration). Unable to confirm complaint (device not returned). (Root cause could not be determined).